Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 30-jul-2019 the following findings: due moisture inside pump and blank screen, unable to investigate complaint about time and date reset. The black box did not verify the pump time, date reset to default after reboot. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Report late due to transition from vmsr program. (B)(6).

Event description:
The pump was returned for investigation. Investigation for the original complaint was unable to be completed due to moisture ingress. This report is made based on results of investigation completed on 30-jul-2019.